Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer had reported that one of the jaws of the device had twisted while device was being inserted into patient cavity. There was no patient injury, and another device was used to complete the procedure. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade was protruding fro the jaws of the device.